Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Additional information received on (B)(6) 2014. Suspect strips will not be returned. Device will not be returned.

Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 6.2 inr. Patient's coumadin dose was held based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.